Manufacturer narrative:
The reported complaint was confirmed. The user facility biomedical technician (bmet) replaced the electronic patient gas system (epgs), which resolved the issue. Per user facility bmet, no device will be returned to the manufacturer for evaluation. Diligence for additional information was unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Received additional information that indicated the device was not changed out until after the procedure. They used local control knob to finish the procedure.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) found that the electronic patient gas system (epgs) would not calibrate because of a defective oxygen (o2) stepper motor with encoder assembly. The service repair technician (srt) replaced the o2 stepper motor. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) was unable to be calibrated. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.